Manufacturer narrative:
One bi-directional, curve d-f, tactiflex ablation catheter, sensor enabled was received for evaluation. Anomalies were detected in the 10-pin eeprom payload data, consistent with the reported event. It was determined the 10-pin eeprom was not fully programmed, consistent with incomplete magnetic calibration during manufacturing. Site leadership has been notified of this event and the reported issue will continue to be trended.

Event description:
Related manufacturing reference: 3008452825-2024-00422, 3008452825-2024-00423. During the atrial fibrillation procedure, temperature, noise, and communication issues with the catheters resulted in a procedural delay. When ablation was initiated, the temperature reached over 40 degrees c. The catheter was replaced, but the distal and proximal signal would not display on the new catheter. The tactisys and dws were rebooted, but the issue was not resolved. The second catheter was replaced, but the new catheter was not recognized and a magnetic error was displayed. The third catheter was also replaced, the issue was resolved, and the procedure was completed with no adverse consequences to the patient.